Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: distal end adhesive worn and lifting, leaking from number 1 button, uneven illumination on the image and uneven alignment, biopsy channel leaking, angle not to specification, up/down angle play, and electrical safety test. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope during initial inspection of the device, had contamination evident in the air and water channel during maintenance. During inspection and evaluation, white contamination/foreign material in the air and water channels. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Correction: g2 country was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a white residue was clogged in the air/water channel. It is likely the event occurred due to the water leakage that occurred in the equipment, it is possible that the reprocessing could not be performed properly and the foreign matter could not be removed. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system states: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause preventive measures are described in patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.